Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: the distal portion of the metal ring broke off and landed in the patient. Reason product not returned: not saved. The ring portion was retrieved from the patient's cavity. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Patient is fine.